Manufacturer narrative:
The account replaced the brake steer caster and adjusted the brake casters to resolve the issue.

Event description:
The account alleged the brake casters are not holding. No pt impact.